Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "knife point dull or burr on it" (dull). The customer reported the point of the knife was dull, or had a burr on it. The rest of the blade was sharp. The surgeon had difficulty inserting knife into the globe. No impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).